Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that she has issues with the infusion set. The white buttons on the serter were hard to press and there was a pause before it released. The serter did not release the infusion set properly. She believed this is what caused bent infusion set cannulas. Customer's blood glucose level was 411 mg/dl. She took a manual injection to treat her high blood glucose level. The device was not returned.